Event description:
On (B)(6) 2013, the patient's father reported that the patient has been experiencing an increase in seizures. Attempts will be made for additional information.

Manufacturer narrative:
Adverse event or product problem, corrected data: product problem (e.g. Defects/malfunctions). Initial MDR inadvertently marked adverse event incorrectly.

Event description:
Subsequent follow-up indicated that the patient was doing well, and the vns system was functioning properly. No specific information regarding the specific cause of the reported increase in seizures, or any intervention taken related to that event, could be obtained. Good faith attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient¿s increase in seizures was not related to vns.